Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file cannot confirm the malfunction. Upon troubleshooting actions, fse identified the issue with the c-arm motor. Fse replaced the c-arm motor and performed calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm was not moving. There was no reported patient or user harm. A philips field service engineer (fse) replaced the c-arc rotation motor, and the system was returned to use in good working order.